Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise and impedance measurements less than 100 ohms. The device sensitivity was reprogrammed from .75mv to 1.0mv. The patient stated she sometimes feels lightheaded. Three months later, the patient reported the lead is fractured and stated she has no money for a replacement. A revision procedure was performed and the lead was removed from service without further incident. No adverse patient effects have been reported.